Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed motor error and no delivery alarms. The caller stated that he changes the infusion set every five to six days. The blood glucose reading was 543mg/dl. Troubleshooting was performed, and the drive support cap appears normal. During the call, the customer stated that the paramedics assisted him, but he was not taking to the hospital. Assisted the customer to run the displacement test and passed. The manual prime and self test were performed and they passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.